Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
A break in the retention dome during traction removal. The indwelling period was 232 days. The dome portion was removed endoscopically.